Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a ¿replace sensor¿ error message with the adc device on the 10th day of wear. As a result, the customer experienced symptoms of dizziness and a loss of consciousness. The customer was provided unspecified oral treatment by a third party and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. Sensor has been attempted to re-program and activate. Sensor did not activate. Sensor has been de-cased and perform visual inspection on pcba (printed circuit board assembly) and corrosion was observed. Batteries were replaced and sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a ¿replace sensor¿ error message with the adc device on the 10th day of wear. As a result, the customer experienced symptoms of dizziness and a loss of consciousness. The customer was provided unspecified oral treatment by a third party and no further information was provided. There was no report of death or permanent injury associated with this event.